Event description:
It was reported by service report that the footend jack was drifting with weight and cannot be pumped up with weight applied. No pt involvement or adverse consequences are reported.